Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end-users mom said the screws keep falling out of the joystick causing it to swing out so she can't steer properly and she runs into things. She has hit the door and the brand new siding by the door causing damage.